Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they could not remember the incident and could not provide any additional information regarding the alarm. The hp stated they have been performing therapy successfully. There was no report of injury or medical intervention. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.